Manufacturer narrative:
The event of capsular contracture and migration are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "deflation". Healthcare professional later reported ¿breast asymmetry ¿ and "the capsule was thickened, inflamed, and calcified along the anterior surfaces", "contracted and firm medially and centrally¿ with additional diagnoses of ¿lateral displacement¿ and ¿grade 3 glandular ptosis" . This record relates to the left side. The device has been explanted.

Manufacturer narrative:
The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture, baker grade unknown, migration, and ptosis device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed an opening through microscopic inspection assessed as fold flaw opening and openings assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. ¿ migration: unable to observe through visual inspection as it is a physiological phenomenon. ¿ capsular contracture unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (crease, non-penetrating nick and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "deflation". Healthcare professional later reported "the capsule was thickened, inflamed, and calcified along the anterior surfaces". This record relates to the left side. The device was explanted and replaced.

Event description:
Healthcare professional reported "deflation". This record relates to the left side. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.